Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. Review of the history log found multiple occurrences of upstream occlusion alarms. The reported symptom of upstream occlusion was not reproduced during testing. The upstream sensor is a known contributor to the reported symptom and was replaced.

Event description:
It was reported that a spectrum pump has an upstream occlusion alarm. It was also reported there was no patient injury.